Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, h2, and h3 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 23 commander delivery system was returned locked in between packaging and default markers position with 0 percent flex and 50 percent fine adjust. The loader cap was inserted over the flex shaft. A 14fesheath+ was inserted over the flex shaft. The returned device was visually evaluated and a radial and longitudinal balloon burst was observed, the balloon wings were flared out, and there was liner bunching at the distal end. Tip and liner were open, as designed. Liner stretching and partial delamination was observed in the bunched area. Due to the nature of the event, functional testing was not performed on the device. All measurements of balloon wall thickness met the specification. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging of the patient's anatomy and the device were provided. Calcification was present in the landing zone of the thv and there was tortuosity present in the patient's access vessels. A photo showed the balloon burst after deployment. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In addition, the ruptured balloon profile may lead to withdrawal difficulty and/or component separation if excessive device manipulation is applied. In this case, balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as imagery of the patient's anatomy revealed the presence of calcification on the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, difficulty or inability to withdraw system through sheath was confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of burst balloon, non-coaxial withdrawal) and/or patient factors (tortuosity) likely contributed to the event as balloon was burst and imagery revealed the presence of tortuous access vessels in the patient's anatomy. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additionally, tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties because of sub-optimal angles created during retrieval of the delivery system through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra valve, a circumferential balloon rupture occurred at the end of valve deployment. The valve was positioned and deployed satisfactorily. The delivery system would not fully retract into the sheath, so they removed the delivery system and sheath as one unit and inserted a new 14 french sheath. All balloon material and delivery system appeared to be accounted for upon inspection.